Manufacturer narrative:
Date of event: no date reported, so the first day of the month of the aware date was selected.

Event description:
It was reported that a separation of the shaft occurred. A direxion hi-flo catheter was selected for a patient procedure involving the patient's liver. During the procedure, inside the patient, the shaft of the catheter became fractured. No patient complications were reported.

Manufacturer narrative:
Date of event: no date reported, so the first day of the month of the aware date was selected. Device evaluated by MFR: returned product consisted of a direxion micro-catheter in multiple pieces. The device showed damage in the form of 5 fractures. The fracture was located at the hub, 3.5 cm from the hub, 8cm from the hub, 11.5cm from the hub and 67.5cm from the hub. The device was completely separated. The fractures looked consistent with a bending and tensile force breaking. All the fractured pieces were measured to verify everything was returned. The finished direxion length for this model is 130cm, the returned device pieces showed that all components of the shaft were returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A fracture were confirmed.

Event description:
It was reported that a separation of the shaft occurred. A direxion hi-flo catheter was selected for a patient procedure involving the patient's liver. During the procedure, inside the patient, the shaft of the catheter became fractured. No patient complications were reported.